Event description:
During surgical procedure to exchange implants, it was discovered that silicone was coming out of both implants. Delays in reporting this matter were due to efforts to determine the MFR and alert them to this incident. The facility's efforts were unsuccessful.